Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse flushed the system with cleaning solution. The fse evaluated the mixer, dispensing buffer, and mid standard solution and did not observe any issues. The fse ran multiple precision runs and the system was operating within specifications. Beckman coulter analyzed the pattern of results reported by the customer and concluded that the pattern is consistent with the presence of air in the flow cell with the rapid spikes in potassium results which returned to normal. Beckman coulter dispatched the fse again to evaluate the ise (ion selective electrode) reference valve which could introduce air bubbles in the system when defective. The fse replaced the ise reference valve on (B)(4) 2013 and returned the questioned reference valve to beckman coulter for analysis. Failure mode of the event is unknown at this time but the results obtained by the customer are consistent with air in the system which could be introduced via a defective ise reference valve.

Event description:
The customer alleged obtaining erroneously high k (potassium) and cl (chloride) results for multiple patients involving the beckman coulter (B)(4) clinical chemistry analyzer. The customer provided verbal examples of high k results for ten (10) patient samples, with results ranging from 4.9 mmol/l up to 57 mmol/l. The customer stated that the samples were repeated on the original analyzer and significantly lower k results were obtained. The samples were repeated again on an alternate au analyzer and results were even lower and within the established reference range. The customer alleged that cl results were also erroneously high and lower results were obtained upon repeat but no data was provided. The customer did not provide any instrument printouts, patient demographics, or repeat results for this event. The customer indicated that approximately 20-30 patient samples were affected for this event. Patient results were reported out of the laboratory but it is unknown if there was any change or affect to patient treatment in connection with this event. The customer inspected the buffer and dilution cup and ran qc (quality control). No issues were noted. The customer performed precision runs and results were within specifications.